Event description:
Rn did a berlin heart pump exchange and the new pump began to leak drops of blood. It eventually stopped but we had to exchange device again per berlin heart's recommendation. Old pump is being sent back to berlin heart for analysis. No harm came to patient. Patient had a berlin heart 10cc device exchanged. Afterwards a small drop of blood was noted to be leaking from the dehairing port. Berlin heart clinical team was called and they advised to exchange the device again. This was completed with no issues. The patient had a large fibrin deposit form. We wanted to exchange before it evolved into a stable clot and potentially dislodge. This is a standard practice for patients that are on mechanical circulatory support. Note from subject matter expert upon event review: pump exchanges are a common practice with patients on berlin heart support. Components need to be changed out to prevent patient injury such as stroke or infarction.